Event description:
It is reported that the trial head was lost in the patient's body during surgery on (B)(6) 2014. Efforts were made to remove the trial, however were unsuccessful. The patient underwent an additional procedure on (B)(6) 2014 to remove the trial head.

Manufacturer narrative:
This report will be amended when our investigation is complete.